Event description:
In the past 3 weeks, we have had 17 occurrences of tubing failure on model 9525 scd express kendall sequential compression devices. All tubing sets are breaking in the same place at the connector of the hosing that then goes into the pump. When this connector breaks off, the patient does not receive therapy. The pump does give a leak alarm when this occurs. The tubing is multiple-use, and cleaned with a germicidal solution. We don't believe the pump is the problem, but suspect a manufacturing defect in the tubing sets, since it is the same port on all of the hoses that has broken.